Manufacturer narrative:
Per the manufacturer's subsidiary, they changed out the network interface card (nic) and the power manager. The investigation is ongoing.

Manufacturer narrative:
(B)(4). The manufacturers subsidiary is trying to obtain the power manager and network interface card (nic) board. Data logs were received by the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was a malfunction of the battery charger. The system-1 (aps1) turned on and showed a battery error. There was no patient involvement.

Manufacturer narrative:
Per data log analysis: on (B)(6) 2016 when the system is powered up, the power manager came up in a broken state. The central control monitor (ccm) tried to reset the power manager which indicates the operational status of the power manager was not normal. This will cause a ¿system power : 1 fail¿ message on the main screen. This could be what was referred to as a battery error. The system is power cycled, and the ccm did not try to reset the power manager, but something is still wrong. When they open a perfusion screen, the power manager is not responding to the ccm when it attempts to put it online. It¿s possible the battery icon had a red x on it but I can¿t tell for sure from the log. The next time they power up is on (B)(6) 2016 and the power manager seems ok.

Manufacturer narrative:
The reported complaint was confirmed via log analysis. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. No anomalies observed upon visual examination of the three device under testing assemblies. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.